Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a crack on the display on the plastic around and the upper right corner. Customers' blood glucose was unknown. Customer's does not recall how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.